Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4256 ml during drain 4 of the treatment. This drain volume is 213% the patient's prescribed fill volume of 2000 ml. Upon follow up with the pdrn, it was confirmed that the patient had shut down the cycler during treatment due to the drain alarms prior to fully draining out fluid. The patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was not able to complete the peritoneal dialysis treatment in the absence of the cycler.the pdrn could not confirm if the patient has received their new cycler or if the old cycler is available to be returned.